Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that during the linear suture of the distal end, the ax55g instrument was closed correctly, but after firing, it did not open easily. After opening the device, the surgeon noted that the agraphes were not closed at all, remaining in the "u" position. Then the surgeon removed the device and performed a manual suture to complete the case.